Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was some electromagnetic interference noise that caused the oversensing. It was also stated that noise seen on the stored rv episodes do appear to be minute ventilation chop, v-5 episode on the 20th had minute ventilation chop oversensing for just over 10 seconds. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).